Event description:
It was reported that water leaked from the bifurcation area of the foley catheter during pretest. It was mentioned that there was no balloon rupture or tear. Per additional information received via email from ibc on 09nov2021, there was a pinhole mentioned.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with sample port connector and inlet tubing. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leaked from a 0.014" hole at the trifurcation. This does not meet the specification "cuts in lumens are not allowed.". A potential root cause for this failure could be ¿contaminated shafts¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the bifurcation area of the foley catheter during pretest. It was mentioned that there was no balloon rupture or tear. Per additional information received via email from ibc on 09nov2021, there was a pinhole mentioned.